Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #1) used to treat the patient. The patient's attorney alleges injuries and surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st and an unspecified bard/davol ventrio st (device #1) on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st (device #1). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Attorney alleges unspecified injuries.